Event description:
It was reported, the pt was experiencing a burning sensation in his heel. The pt met with an sjm representative and did not report any further complications.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.